Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.

Event description:
While trying to monitor the pt, the unit displayed "ECG comm error". There was no harm to pt.